Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: extreme care should be taken to avoid damage to the tissue expander during surgery. Possible sources of damage include sharp surgical instruments such as scalpels and needles used during the initial surgery, subsequent filling, or hematoma/fluid evacuation. A sterile back-up tissue expander must be readily available at the time of surgery in the event that damage occurs. Products must be carefully inspected for leaks or nicks prior to use. Do not attempt to repair damaged products.

Event description:
Healthcare professional reports a "broken device". Surgery was successfully completed with a backup device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a curved opening on the patch. The leak test and microscopic analysis were performed which identified one striated opening on the patch. Based on the device analysis the final assessment is: a striated opening on the patch due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reports a "broken device". Surgery was successfully completed with a backup device.